Manufacturer narrative:
Patient weight and lot number updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the connection joint on the plate being broken referred to one of the eyelets being fractured.

Manufacturer narrative:
Only the straight plate shaft was returned. One of the eyelets of the straight plate shaft was observed to be fractured open and distorted. It is unknown how or when the damage occurred. There was proteinaceous debris observed on the eyelet of the shaft. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the connection joint on the plate was broken intra-operatively. The plate was replaced and there was no injury to the patient.